Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Manufacturer narrative:
The insulin pump had unresponsive button response due to corroded keypad traces. The insulin pump was received with cracked reservoir tube lip and minor scratched liquid crystal display window.

Event description:
It was reported the customer received a keypad anomaly. The customer stated their act button was not working. Customer's blood glucose was 167 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.